Event description:
Customer's father reported moisture exposure on his son's insulin pump. The sons's blood glucose was unknown. The father stated the insulin pump had a blank display immediately after the insulin pump was exposed to moisture. No additional information provided.

Manufacturer narrative:
Unit had blank display due to moisture damage on electronic assembly. Unit had moisture damage on motor, a minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).